Event description:
It was reported that a small volume folfusor experienced an underinfusion. This occurred during patient infusion of fluorouracil. The reporter stated that the device was not empty after seven days of being connected to the patient and that for the last two to three days, "there didn't seem to be a reduction in weight" of the device. There was no blockage in the peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2014 to february 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.